Manufacturer narrative:
Upon investigation it was found that the issue occurred defective on arrival (defoa), therefore, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.

Manufacturer narrative:
E1: reporting address state: 11, reporting address postal: 350-0844.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a navigating fault. At this time, it is unknown if there was patient involvement at the time the issue was discovered. Investigation is ongoing.